Event description:
The account alleged the side rail cannot raise to the latch position. No patient impact.

Manufacturer narrative:
The technician found the side rail pivot points are stuck. The technician lubricated the side rail pivot points to resolve the issue.